Event description:
Boston scientific received information that this right ventricular lead was explanted due to dislodgement. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the proximal cable to coil crimp was stretched. The conductor coil was also stretched. The medical adhesive was separated at the proximal end of the proximal spring electrode. Additionally, the proximal spring was stretched at this point. Blood/body fluid were noted in the lumen and helix housing. The lead passed testing which verified the electrical continuity and insulation integrity of the lead.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.